Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the error issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The usm could not be tested on the in-house system in normal mode due to it being disabled. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) and triggered 32099 failure code for the direction test pointing to the axes controller, motor (acm) printed circuit assembly (pca). In house fa performed a-b-a testing using golden acm pca which resulted in a passing result, the original acm pca was reinstalled and failed which confirmed acm pca was defective. In house fa checked for any type of fluid intrusion or debris or possible connections with fiber cable (ffc's) throughout the insertion spar with nothing to be found. As a fix, the acm pca will be replaced to address the customer reported problem. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 32099 on the usm1 related to the reported complaint. An event verification confirmed the cholecystectomy procedure was performed on the reported event date (B)(6) 2022 on system sk0805. This complaint is considered a reportable malfunction event due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system encountered recoverable faults that would not recover. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found error 32099 on the universal surgical manipulator 1 (usm1). The customer power cycled the system, emergency powered off (epo) the system, and performed a circuit breaker down on patient side cart (psc) prior to calling the technical support, however, errors returned on power up. The customer disabled the usm1 and proceeded using remaining 3 arms. There was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.